Event description:
It was reported that this right ventricular (rv) lead was fractured. Moreover, there was an attempt to remove lead but was unsuccessful. Subsequently, this lead was abandoned surgically. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high impedance measurements and a fracture, confirmed through fluoroscopy and x-ray. A new lead was implanted. No additional adverse patient effects were reported.